Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was indicated that there was a loose connection between a supply bag and the supply line of the cassette. The technical service representative (tsr) instructed the care giver to start therapy over with all new supplies or complete therapy with manual supplies. The tsr reviewed proper procedures, per the user manual, with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A loose connection of the supply bag to the cassette was reported and is a known cause of this alarm; however, the cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.